Event description:
Rptr has noticed that several bottles of the accu-chek comfort curve test strips recently have come through the pharmacy without a lot number or test range recorded on the bottle label. In addition, these bottles and even others with the label info did not come with the code chip (necessary for use in testing for plasma glucose). The lack of this info makes use of the strips impossible.